Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted ail replaced due to cracked housing. As found software version 9.33.0.50, as left software version 9.33.0.50. A review of the device history record for (B)(4) was performed from date of manufacture 04/22/2016 to present date 11/06/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device alarms for no apparent reason. There was no reported patient involvement.